Manufacturer narrative:
Submit date: 03/18/2009. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien in 2009, that a customer had an issue with a dialysis catheter. The customer states that the connectors on the catheter are cracking on the catheter which caused them to replace the catheter.